Manufacturer narrative:
Sections with additional information as of 06-jun-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from ¿(B)(4)¿; reporting contact email updated from ¿kdevincent@trividiahealth.com¿ to ¿jarias@trividiahealth.com.¿ h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-134: user has low glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 33, 56, 36, 44 and 52 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-100 mg/dl and expected non-fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/15/2025 and test strips were opened 2 days prior to the call. The meter memory was reviewed for previous test result history: result 1: 33 mg/dl date: (B)(6) 2024 time: 8:18 am fasting result 2: 56 mg/dl date: (B)(6) 2024 time: 7:00 pm non-fasting result 3: 36 mg/dl date: (B)(6) 2024 time: 4:48 pm fasting result 4: 44 mg/dl date: (B)(6) 2024 time: 12:00 pm fasting result 5: 52 mg/dl date: (B)(6) 2024 time: 11:52 am fasting.